Event description:
It was reported by the rep that the (1) lcsc5 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the curved shears operated for 4-5 seconds then produced a solid tone. There was no increased tension or torque. The operating room time was extended by 20 minutes.